Event description:
Pt experiencing multiple symptoms. Pt had silastic gel breast implants implanted in 7/86. Now c/o chronic infections, neuropathy, brain lesions, cognitive changes, emotional changes, atypical multiple sclerosis, pain, organic brain syndrome, inflammation, eye damage, swelling of joints, swollen lymph nodes, raynaud's disease, low grade fever, esophagitis, difficulty swallowing, hair loss, headaches, fluttering heart beat, hypersensitivity, connective tissue disease, sjogren's syndrome, bronchitis, fibromyalgia, itching, insomnia, tinnitus, fatigue and disability.